Manufacturer narrative:
Date sent: 4/9/2009. Eval summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. Additionally, the clamp arm was found to be detached from the inner tube, but fixed to the outer tube at the clamp arm weld. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not working. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device after opening the sterile package allegedly didn't work at all during the very first usage. Unk how case was completed.